Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2013, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2015, a suspected distal type I endoleak was identified on the contralateral leg component. No aneurysm enlargement was reported. It was reported the cause of the suspected endoleak is disease progression. Imaging reportedly identified the device lost apposition to the vessel wall. On (B)(6) 2015, the patient was implanted with a contralateral leg component to extend distally on the contralateral leg component (right side) to treat the distal type I endoleak. It was reported final angiography showed resolution of the distal type I endoleak. The patient tolerated the procedure.